Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7240961. All inspections and challenges were performed per the applicable operations qc specifications. There were ten (10) notifications [(B)(4)] noted that did not pertain to the complaint. There were four (4) notifications [(B)(4)] noted for missing zero line. There was one (1) notification [(B)(4)] noted for black barrels. There were four (4) notifications [(B)(4)] noted for missing print. There was one (1) notification [(B)(4)] noted for excessive ink. There was one (1) notification [(B)(4)] noted for missing scale lines. There was one (1) notification [(B)(4)] noted for volumes. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had extra space in the syringe (about half a unit). This resulted in the consumer taking too much insulin, and glucose numbers that are not normal. "Stated she called the paramedics last month, (does not have exact date) to check her numbers. Stated the paramedic ran an IV with glucose she thinks, to bring her numbers back to normal. She did not go to hospital."